Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor memoryshape breast implant prosthesis. Post-operatively, the patient experienced some pain in her left breast area. She underwent mammogram, ultrasound, and magnetic resonance imaging which resulted in a diagnosis of bilateral rupturing of her breast prostheses. This report is for the left breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Refer to manufacturing report number 1645337-2022-01300 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor memoryshape breast implant prosthesis. Post-operatively, the patient experienced some pain in her left breast area. She underwent mammogram, ultrasound, and magnetic resonance imaging which resulted in a diagnosis of bilateral rupturing of her breast prostheses. This report is for the left breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Refer to manufacturing report number 1645337-2022-01300 for the contralateral event.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information that provided a date of explantation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, breast pain date of explantation: (B)(6) 2022 manufacturer¿s reference number: (B)(4).